Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files does not indicate a system failure or malfunction and no non-conformity was identified. The case described by the customer that no 3d recording was possible could not be reproduced by the investigation. Rather, the examination of the log files clearly showed that 3d was possible and selected but was repeatedly aborted. Analysis showed that the emergency stop button was pressed several times on site and the process was also cancelled from the examination control console (ecc). Both actions lead to the abortion of the previously initiated 3d acquisition. Why or whether this happened accidentally can no longer be traced beyond doubt. Furthermore, it was clearly established that the system was functioning properly. This is evidenced by both the log file transcripts and the on-site investigation and test runs by the regional service unit. The affected system has been checked by the local service organization and the system works properly. No malfunction of the system could be detected. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. During an interventional procedure, the user reported that no 3d run was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.